Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three unopened units and one non-retracted unit without any packaging. The packaging of the units is in good condition and the unit without packaging is the actual unit involved in the reported complaint event. In addition, seven photographs were also submitted which displayed similarities to that of the returned units. Through the visual inspection of the opened unit, the white button had been pressed and the retraction did not occur. A function test was also performed on the unopened units where retraction was successful. Further investigation took place with the opened unit as retraction did not occur which displayed traces of adhesive on the top of the grip near the hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive between the hub and the grip of the unit. This type of defect can occur due to station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: the needle didn't retract.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: the needle didn't retract.